Event description:
The ventilator was switched from "off" to a ventilation mode. An unusual smell was detected by the biomedical engineer. The ventilator was not being used to treat a pt at the time of the event.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.